Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The lot number provided was unrecognized, no device history record (DHR) review could be performed. Nevertheless, the lot number remains until additional information is received. Concomitant products: second mentor memorygel breast implant 275cc gel prosthesis, catalog: 3542757. (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with mentor memorygel breast implant 275cc gel prostheses experienced bilateral rupture of the breast prostheses post procedure. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
In the initial report dated (B)(6) 2018, mentor mistakenly reported that the lot number provided was unrecognized. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).